Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited shock impedance measurements of less than 30 ohms and a shock impedance of 25 ohms today. The shock was appropriate however did not convert immediately with 5 and a half seconds of continued ventricular tachycardia (vt) prior to terminating. This patient has a low body mass index and is small framed. No defibrillation threshold (dft) testing was performed at the original implant. Disk analysis was performed in which it was noted that the shock lead impedance has been between 27 and 37 ohms for the past 2 years. It was questioned whether the battery of the subcutaneous implantable cardioverter defibrillator (s-ICD) was prematurely depleting. Then, this patient was hospitalized as they suffer from heart failure. X rays were obtained which showed cardiomegaly and that the s-ICD appears inferior. The physician was considering a left ventricular assist device or a heart transplant. Currently, this electrode remains in service. No adverse patient effects were reported.